Manufacturer narrative:
Other, other text: two photos and one sample were returned for evaluation. No defects were observed during visual analysis. The returned sample was inflated using a syringe. Occlusion was detected at the solvent joint between the pilot balloon and inflation line; the complaint was confirmed. Based on the analysis conducted in the sample provided, cuff inflation/deflation failure mode was confirmed. Therefore, according to on pfmea (rmp 1045) the occurrence of this failure condition could be caused by: method not followed (excess solvent thf at joint). All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation.

Event description:
It was reported that during a pre-use check, the customer suspected air was leaking from the cuff of a smiths medical trach tube. No patient injury.